Manufacturer narrative:
(B)(4) advised the customer that only results from (B)(6) 2021 can be compared because separate aliquots are considered different results. Customer reported the original result on (B)(6) 2021. It is unknown if the customer are going amend the result. (B)(4) (pas) determined from the log review that the issue is likely due to samples with low target that did not repeat upon retest or that they were samples that were mishandled/contaminated. Pas also noted that other samples tested in the same wells were negative. All the negatives are consistently low and well below the threshold, and instrument contamination is not likely.

Event description:
Customer reported getting 2 discrepant sars-cov-2 results with 2 different patient samples on the panther fusion plus instrument (B)(4) using assay lot 294068. On (B)(6) 2021 both of the affected samples resulted positive. On (B)(6) 2021, customer took a separate aliquot from the original collection tube and it results negative on both. On (B)(6) 2021, customer took both original sample tubes from (B)(6) 2021 and retested them and it reported negative again. All sample ID (sids) are the same for each date. .